Manufacturer narrative:
A complaint history review was performed and this is the first reported incident, recorded for the identified lot. There was a complete review of the appropriate device history records and there were no nonconformances or deviations noted, nor were there any exceptions during the production of the lot, that may have caused the blade of the device to come loose or break off. The customer indicated that neither the incident product or samples from the identified lot are available. Further investigation and testing on retained samples are being conducted. Regulatory compliance will continue to closely monitor this incident along with the identified lot. Please note: this product was discontinued in 2009.

Event description:
The customer described, the event as an isolated occurence where the blade from the lancet device broke off and remained in the pt's finger. There was medical intervention. A physician physically removed the broken blade and the pt was asked to return to the facility for follow-up. There were no other complications observed or reported.